Event description:
Call to report testing meter against a lab reading. Analysis run on clark error grid using lab reading (57) vs. Bd readings of (85) yielded data points in the d zone of the grid, outside of acceptable limits.